Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjz2837. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 4 ml of solution was passively withdrawn from the balloon. Inflated the catheter balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 1 min 39 sec. After deflation cuffing noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter was unable to drain water. Per notification from investigator on 09feb2026, it was reported that cuffing noted was found during sample evaluation on 04feb2026.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter was unable to drain water.